Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and stated that during a device interrogation the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms and loss of capture. Capture was obtained with an output of 5.0v and review of the daily measurements indicated that the measurements became out of range two months earlier. It was noted that the patient had some symptoms two months earlier, however the symptoms of fatigue and chest tightness had recently worsened. The clinician stated that she believes the worsening symptoms are due to a loss of av synchrony, from a suspected ra lead fracture. It was also noted that the patient was experiencing several premature ventricular contractions (pvcs) that were attributed to the loss of av synchrony. An x-ray confirmed the suspected lead fracture. A lead revision procedure was performed ten days later. During the revision procedure, the ra lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.